Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down unexpectedly. The customer declined to troubleshoot with tandem technical support. In addition, it was reported that wake button was stuck on the left side, but was still functional. Customer's blood glucose level was 83 mg/dl. Customer continued using the pump for insulin therapy.